Manufacturer narrative:
(B)(6) . Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that while performing a stress test procedure on a patient, the monitor showed a related abnormal ECG rate rhythm. However, the monitor and the central station did not generate an audible or visual alarms, no alarm was generated for during the timeframe of the event. The customer reviewed the patient's retrospective review history and alleged that the alarms did not occur during this timeframe. They stated that the patient's vital signs showed normal heart rate values. There was no patient harm or adverse event reported.

Manufacturer narrative:
A remote service engineer contacted customer to confirm the reported problem and sent a quote. Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained.